Event description:
It was reported that a patient underwent a left open indirect inguinal hernia repair on (B) (6) 2009. Approximately two weeks post-operatively, the patient experienced a seroma and the patient underwent an evacuation of 90 ccs of fluid at the out patient clinic. On (B) (6) 2010, the patient was examined and it was found that the seroma had filled up again. The seroma was evacuated of 90 ccs of fluid.

Manufacturer narrative:
(B) (4). (B) (4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.